Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record and quality notifications revealed no irregularities for the reported lot number 5048742. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that while using a bd eclipse blood collection needle with luer adapter, the safety shield failed by going to the side of the needle when activated and a phlebotomist obtaineda contaminated needlestick injury to the right thumb. The phlebotomist was evaluated in an emergency department, received routine post exposure lab work, and was prescribed 400mg of isentress. The source patient also received routine post exposure lab work.